Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) for ventricular tachycardia (vt). The second burst of atp accelerated the patient's rate and the third burst of atp re-detected the arrhythmia in the ventricular fibrillation (vf) zone. The patient received one shock which converted the arrhythmia. Two months later the patient was in the emergency room due to feeling fluttering and sweaty. Interrogation of the cardiac resynchronization therapy defibrillator (crt-d) found seven stored episodes. Four of the episodes the patient received atp which either did not break the rhythm, were secondary breaks or slowed the rhythm below the detect rate. Boston scientific technical services (ts) suggested having a field representative come out adjust programming. A little over two years later the clinic contacted ts to review data from an interrogation. Ts noted presence of vt episodes with atp and shocks for therapy. Atp accelerated the rhythm on two instances leading to a shock. The shocks converted the arrhythmia on both occasions where the rhythm was accelerated. The other episodes were converted with atp alone. The crt-d was electively explanted for therapy upgrade to a df4 port device during an unrelated lead revision a few weeks later.

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) for ventricular tachycardia (vt). The second burst of atp accelerated the patient's rate and the third burst of atp re-detected the arrhythmia in the ventricular fibrillation (vf) zone. The patient received one shock which converted the arrhythmia. Two months later the patient was in the emergency room due to feeling fluttering and sweaty. Interrogation of the cardiac resynchronization therapy defibrillator (crt-d) found seven stored episodes. Four of the episodes the patient received atp which either did not break the rhythm, were secondary breaks or slowed the rhythm below the detect rate. Boston scientific technical services (ts) suggested having a field representative come out adjust programming. A little over two years later the clinic contacted ts to review data from an interrogation. Ts noted presence of vt episodes with atp and shocks for therapy. Atp accelerated the rhythm on two instances leading to a shock. The shocks converted the arrhythmia on both occasions where the rhythm was accelerated. The other episodes were converted with atp alone. The crt-d was electively explanted for therapy upgrade to a df4 port device during an unrelated lead revision a few weeks later.